Manufacturer narrative:
(B)(4).

Event description:
It was reported "after connecting the ac3 optimus iabp machine to the patient , they are not getting desired results even after 20 hours. The values of sbp and dbp was 74/44 mm/hg. Mean pressure was 71. Augmented pressure was 124. As the doctor was not getting the desired results so asked to replace the machine and put the patient to [competitors pump]. Immediately after shifting on [competitors pump] the values changed to sbp and dbp was 93/56 mm/hg. Mean pressure was 85. Augmented pressure came to 160. Once the patient was shifted to [competitors pump], it was running on the selected / desired ratio I,e 1:2. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "ECG and tracking do not work" is confirmed based on the attached video. The product was not returned for investigation. The video shows significant noise on the ECG waveform. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the noisy waveform. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends

Event description:
It was reported "after connecting the ac3 optimus iabp machine to the patient , they are not getting desired results even after 20 hours. The values of sbp and dbp was 74/44 mm/hg. Mean pressure was 71. Augmented pressure was 124. As the doctor was not getting the desired results so asked to replace the machine and put the patient to [competitors pump]. Immediately after shifting on [competitors pump] the values changed to sbp and dbp was 93/56 mm/hg. Mean pressure was 85. Augmented pressure came to 160. Once the patient was shifted to [competitors pump], it was running on the selected / desired ratio I,e 1:2. The patient's current condition is reported as "fine".